Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
The customer reports: during the insertion of the catheter, impossible to advance the swg (spring wire guide) on the catheter.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter, guide wire, and lidstock for evaluation. One minor bend was found on the guide wire. The catheter contained no defects or anomalies. The guide wire contained one bend 259 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The catheter body measured to be 217 mm which is also within specification. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the component. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line, it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines on the catheter were flushed with water and functioned as expected. No sign of blockage or inter lumen crossover was observed. A device history record review was performed with no relevant findings. The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hubs when advanced from the catheter distal tip. The returned catheter and guide wire met all dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A CAPA has previously been initiated for this complaint issue.

Event description:
The customer reports: during the insertion of the catheter, impossible to advance the swg (spring wire guide) on the catheter.